Event description:
It was reported the patient had a loss of therapeutic effect. The patient had a loss of bladder control, but it was unknown when the symptoms started. The patient was also getting yeast infections in her groin and under her buttock region due to the leaking issues. The patient's health care professional gave the patient medication for the yeast infection. There was no known accident or incident related to the event, and the patient had not made any adjustments with the programmer. Troubleshooting was performed in which the patient tried different programs on the device. The patient felt stimulation in the "bike seat area" on program 3, so the settings were changed from program 1 to program 3. The patient was going to monitor her symptoms and had an appointment on (B)(6) 2012 with her hcp. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot # v884753, implanted: (B)(6) 2012; product type lead, product ID 3037, serial # (B)(4); product type programmer.